Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site, the nozzle unit from o2 and air gas module and the o2-sensor was replaced and returned for investigation. Robustness testing of the received nozzle unit has reproduced the described customer issue. The o2-sensor is working as expected. Evaluation of the received device logs shows that the matching event on january 7 during the time period 12:49 to 17:27. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 and air gas module, where concluded that the nozzle has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).